Event description:
Subsequent to the initial report, additional information was provided stating it was the proximal shaft that separated. The patient was discharged with routine recommendation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was returned for analysis. A visual and dimensional inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported difficult to position could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported shaft detachment appears to be related to circumstances of the procedure; however, the investigation was unable to determine a conclusive cause for the reported difficulty positioning the guide catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal circumflex artery that was non tortuous and non calcified. Dilatation was performed using a 2 x 20 mm balloon dilatation catheter. The xience xpedition 2.75 x 23 mm stent delivery system (sds) was prepared and placed in a guide catheter in accordance with the instructions for use. When advancing the sds, resistance was felt and the distal part of the delivery system was separated. It was decided to remove the entire system (coronary, catheter and stent with delivery system). Another device was used to complete the procedure. No additional information was provided.